Manufacturer narrative:
The device remains implanted in patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
Primary procedure performed on (B)(6) 2013, the patient was implanted with an afx bifurcated stent graft, an afx suprarenal aortic extension, and an afx infrarenal aortic extension. A follow-up computerized tomography performed on an unknown date, revealed an el3b in the distal aorta. Secondary procedure was performed on (B)(6) 2017, and patient was implanted with an afx2 bifurcated stent graft and afx vela suprarenal. The patient was reported to be stable post procedure. There has been no additional patient sequalae reported at this time.